Manufacturer narrative:
All of the buttons functioned properly however moisture damage was found on the keypad traces. No button error alarm noted during our testing. The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarm noted and the motor was tested outside the device and passed motor test. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a motor error alarm and several button error alarms in the history. The customer's blood glucose level was 243 mg/dl. The customer was advised to revert to a back-up plan. The customer was advised that the device would be replaced.